Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 347 mg/dl while wearing the pod between 37 and 48 hours. It was reported that the pod's cannula was cracked. Additionally, the patient reported bleeding and leaking insulin from the pod site. The patient was able to resume treatment.